Manufacturer narrative:
One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation with an undamaged abutment screw. Visual inspection of the as returned product identified significant wear about the implant's external hex feature, and the implant body is fractured across the middle threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (oss313) fractured. The implant had to be removed. Tooth location 19.